Event description:
A scrub technician reported that fluid was flowing from the cassette onto the system and floor during a vitreoretinal procedure. The procedure was completed with the same cassette without harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR (device history record) shows the product was released per specifications. The used returned sample was visually inspected and no obvious defects were found. The cassette failed the pressure/vacuum test, and an error message code was generated by the console. The calibrated air source, mensor, was used to detect the leak. Air bubbles were observed between the body and the pinch plate of the cassette at the location of the infusion chamber, and the failure of the pressure/vacuum test was confirmed. The root cause of the customer's complaint for cassette not priming is an incomplete weld between the cassette body and pinch plate. The cassette welding process was enhanced to control the variability of the welding process. An internal investigation remains open in order to determine and implement product and process improvements. (B)(4).